Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after having received high voltage therapy during yoga. Upon attempted interrogation, the implantable cardioverter defibrillator was found to be in backup vvi mode due to event queue overflow. The physician noted the patient to have a history of supraventricular tachycardia but could not confirm the cause of the high voltage therapy due to the backup operation. Programming changes were performed. The patient was in stable condition.